Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical displayed a syringe size error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During the flow test, the device was found to be out of calibration due to normal wear resulting in a calibration drift. The device was recalibrated and the reported issue was resolved. The size pot was replaced as preventative maintenance. Following calibration and part replacement, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device due to age (8 years). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).